Event description:
A malfunction alarm identified as malf 12 was reported. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted the customer in completing the reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if issues persisted, which they acknowledged and understood.